Manufacturer narrative:
(B)(4).

Event description:
Procedure: rt. Leg femoral titibial perenial trunk bipass. According to reporter: the clip applier clipped down on vessel and severed it. Next clip fell into pt, this was an open procedure so the clip was easily retrieved.